Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? Did the 12 devices indicated in quantity of product involved had the issue (breakage suture) or are samples? Please clarify. What is the lot number? Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Events reported: 2210968-2023-04331.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and barbed suture was used. It was reported by the distributor that the suture is not usable out of package in pieces. It is not known when the event occurred.the device is available for return.. No adverse patient consequences were reported. Additional information was requested.